Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one patient. The following results were provided (reference range 1.6 to 2.6 mg/dl): sid (B)(6) initial result 2.9 mg/dl, repeat measurement on (B)(6) was 1.18 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Complete information from section a1: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The instrument was inspected and found that the alinity c reagent probe (r1) was damaged. The part was replaced to resolve the issue. No additional magnesium result issues have been reported since the part replacement. The alinity c reagent probe (r1) was determined to be the cause of the issue. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. A review for similar complaints did not identify an increase in complaint activity related to the current issue. Additionally, a review of complaint and trending data associated with the r1 alinity c reagent probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency for the alinity c processing module, serial number (B)(6), or the alinity c reagent probe (r1) was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one patient. The following results were provided (reference range 1.6 to 2.6 mg/dl): sid (b)(60, initial result 2.9 mg/dl, repeat measurement on ac07511 was 1.18 mg/dl no impact to patient management was reported.